Manufacturer narrative:
Device whereabouts unknown.

Event description:
It was reported that allegedly during implantation surgery (date not reported) a possible laceration through the dura occurred resulting in a brain bleed. The patient did not wakeup as expected post operation and was hospitalized for an extended amount of time (date and duration not reported). The patient also needed therapy for several months after discharge. The identifying patient information and center information will not be made available.